Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2019, the subject device was implanted. During a follow-up at patient discharge, the physician noticed that the right ventricular (rv) impedance was high and unstable (both in bipolar and unipolar modes). In addition, the rv threshold was also not stable and showed unsatisfying values. An chest x-ray did not reveal any irregularities. So the physician opted for a re-intervention due to suspected connection problems with the rv lead. During re-intervention, the physician noticed that blood was present within the rv connector port. The rv lead was disconnected; electrical measurement were performed and found to be normal. The connector port was cleaned. The physician attempted to reconnect the lead, but no effective screwing could be made and no clicking of the screwdriver could be heard. He finally used a new device, with apparently no additional problems.

Manufacturer narrative:
Please refer to the attached analysis report. - (B)(4).

Event description:
On (B)(6) 2019, the subject device was implanted. During a follow-up at patient discharge, the physician noticed that the right ventricular (rv) impedance was high and unstable (both in bipolar and unipolar modes). In addition, the rv threshold was also not stable and showed unsatisfying values. A chest x-ray did not reveal any irregularities. So the physician opted for a re-intervention due to suspected connection problems with the rv lead. During re-intervention, the physician noticed that blood was present within the rv connector port. The rv lead was disconnected; electrical measurement were performed and found to be normal. The connector port was cleaned. The physician attempted to reconnect the lead, but no effective screwing could be made and no clicking of the screwdriver could be heard. He finally used a new device, with apparently no additional problems.

Event description:
On (B)(6) 2019, the subject device was implanted. During a follow-up at patient discharge, the physician noticed that the right ventricular (rv) impedance was high and unstable (both in bipolar and unipolar modes). In addition, the rv threshold was also not stable and showed unsatisfying values. A chest x-ray did not reveal any irregularities. So the physician opted for a re-intervention due to suspected connection problems with the rv lead. During re-intervention, the physician noticed that blood was present within the rv connector port. The rv lead was disconnected; electrical measurement were performed and found to be normal. The connector port was cleaned. The physician attempted to reconnect the lead, but no effective screwing could be made and no clicking of the screwdriver could be heard. He finally used a new device, with apparently no additional problems.

Manufacturer narrative:
The preliminary analysis of the returned device revealed that an incorrect connection of the ventricular lead had been performed.